Manufacturer narrative:
(B)(4). This complaint device was returned for evaluation. The patient interface cable was damaged. The clip was broken and the cable was cut. Based on evaluation, the 'most likely' cause of the event is a fault in the patient interface cable.

Event description:
It was reported that one side of the patient interface was not working. There was no patient impact.